Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that during bolus delivery, the customer received multiple alarms that stated "all deliveries stopped". The customer had discontinued use of the pump. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.